Manufacturer narrative:
(B)(4). The device was returned to baxter and the evaluation is complete. This complaint is an ancillary service event. The reported difficulty of an increased intra-peritoneal volume (iipv) event was confirmed through an event history log review. The root cause could not be identified. If additional relevant information is obtained, then a follow-up MDR will be submitted.

Event description:
During evaluation of a returned homechoice device, a high drain error 104 (night drain #4) alarm was identified in the log. The alarm occurred on (B)(6) 2013 at 06:14:27. This meets increased intra-peritoneal volume (iipv) criteria. No additional information is available.